Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that in a clinical study following the intraocular lens (iol) implant procedure, the patient experienced sever halos which were too bothersome. The patient had undergone iol exchange surgery with a monofocal iol. The surgeon reported that the event was related to the device and to test procedure. The surgeon discontinued the study participation due to this adverse event.